Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced lead migration. The lead was explanted and replaced on (B)(6) 2018. The patient has effective stimulation post operatively.